Event description:
After placing an intravenous line into the patient, the white button was pressed for the needle to retract. The needle did not retract completely into the plastic hand piece. The needle was exposed. Fortunately, this was noticed immediately and there was no injury to the patient or staff member. There have been other reports of the same situation occurring. Reports appear to be with 24 and/or 22 gauge x 1 inch. The available items were returned to the company for review.

Event description:
After placing an intravenous line into the patient, the white button was pressed for the needle to retract. The needle did not retract completely into the plastic hand piece. The needle was exposed. Fortunately, this was noticed immediately and there was no injury to the patient or staff member. There have been other reports of the same situation occurring. Reports appear to be with 24 and/or 22 gauge x 1 inch. The available items were returned to the company for review.